Event description:
The instrument was used during a sigmoid colon resection. The cdh29 was fired, the washer broke, and the instrument was removed (after 2 full turns). Four (4) staples were unformed. It is unk at this time how the case was completed. There was no consequence to the pt. Rpo 12/1/96 -rep reported the case was completed by reinforcing the area of defect in the staple line with silk suture.